Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received a false positive result . This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer tested with bd home test on (B)(6) 2022 and got a positive result. [They] then tested today (B)(6) 2022 at clinic with rapid test and got a negative result." (B)(4).

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received only a positive test result and attributed this to an error¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received a false positive result . This event occurred one time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer tested with bd home test on 06jun2022 and got a positive result. [They] then tested today (B)(6)2022 at clinic with rapid test and got a negative result." Eua(B)(4).